Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the mildly tortuous and moderately calcified coronary artery. A 20 x 3.00 promus premier drug-eluting stent was advanced for treatment. However, the stent struts were lifted up. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status was stable.